Manufacturer narrative:
(B)(4).

Event description:
It was reported that during prep for a coronary artery stenting treatment procedure, the stent moved on the balloon. As the 4.0x20mm liberte stent was prepped, it was noted it had moved on the balloon. The procedure was completed with another liberte stent. No pt injuries or complications were reported. Pt condition listed as "good."